Manufacturer narrative:
Complaint confirmed, the cannula broke off from the device. The most likely cause of the event is prying/leveraging the device.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during an acl reconstruction with meniscal repair procedure, a quantity two ar-4570 fiberstitch implants from lot: 19k24 were implanted successfully. Upon trying to insert the third ar-4570 (lot: 19k24), the tip of the device broke. The broken tip was fully retrieved and removed from the patient by using a grasper. A fourth ar-4570 from the same lot was then brought in. The first implant deployed and implanted fine. The surgeon then attempted to implant the second implant, but upon removing the device from the joint the second implant came out with the device. The surgeon cut the suture of the first implant that was in the patient, and all portions of the first implant was removed from the joint. The rep stated the knee was very tight, and it was very difficult for the surgeon to move around within the joint. The surgeon switched to another manufacturers device to continue the procedure. However, the surgeon was still having issues with repairing the meniscus. The surgeon switched to meniscectomy, and removed a portion of the meniscus to complete the case. The first broken ar-4570 and retrieved tip will be returning for evaluation. The sales rep reported no unplanned incisions were made.